Manufacturer narrative:
Product analysis:analysis was able to confirm that there was a misalignment issue between the stylus and the arrow on the screen of the programmer. Log files were retrieved and errors were found in the log files. A new software installation was required to solve the errors. A handle update was required. The cable of the stylus was damaged. The stylus worked properly. The device was cleaned, hardware updates were performed, software was re-installed and updated to the newest version, the stylus was replaced and calibrated according to procedure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.